Event description:
It was reported that the patient experienced a perforation in the left atrium of the heart. During a cardiac ablation procedure for atrial fibrillation, after mapping with an intellamap orion catheter and while ablating with an intellanav mifi oi large curve catheter, it was realized that the patient had a perforation in the left atrium. The patient was bleeding and underwent emergency surgical repair. The surgery was successful, and the patient was admitted to the intensive care unit in stable condition. It was noted that no resistance had been felt when maneuvering the catheters. Both catheters were disposed of by the hospital. Additional information received reported that the physician "botched the procedure" and perforated the heart twice. During the pre-procedure echo at 8:26:59am, a small pericardial effusion was observed. The pre-procedure echo took place after the physician had inserted guide wires and had positioned diagnostic catheters in the heart under fluoroscopy. The patient's family believed that the physician had punctured the heart once prior to ablation. At 9:11am, anesthesiologists told the physician that there was a drop in the patient's blood pressure; the physician continued with ablations until 9:16:54 am. At 9:19:04, the physician noted that he saw a pericardial effusion. The patient "lost 2.5 times his blood" on the table and ended up having "emergency bypass surgery." The patient then experienced kidney failure. The patient was moved out of the intensive care unit "before he was ready" and 14 hours later was transferred back to ICU. Five days after the procedure, the patient passed away. Additional information received indicated that there had been no known nuances or concerns going into the procedure that would have been cause for concern. A decapolar diagnostic catheter had been placed in the coronary sinus. The pre-procedure transesophageal echo (tee), which had shown a small pericardial effusion, had been done prior to the transseptal puncture. The transseptal puncture was done under intra-cardiac echo (ice) guidance. Ablation had been taking place in the left atrium near the pulmonary veins; however, it was not reported where the exact perforations were anatomnically.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that the patient experienced a perforation in the left atrium of the heart. During a cardiac ablation procedure for atrial fibrillation, after mapping with an intellamap orion catheter and while ablating with an intellanav mifi oi large curve catheter, it was realized that the patient had a perforation in the left atrium. The patient was bleeding and underwent emergency surgical repair. The surgery was successful, and the patient was admitted to the intensive care unit in stable condition. It was noted that no resistance had been felt when maneuvering the catheters. Both catheters were disposed of by the hospital. Additional information received reported that the physician "botched the procedure" and perforated the heart twice. During the pre-procedure echo at 8:26:59am, a small pericardial effusion was observed. The pre-procedure echo took place after the physician had inserted guide wires and had positioned diagnostic catheters in the heart under fluoroscopy. The patient's family believed that the physician had punctured the heart once prior to ablation. At 9:11am, anesthesiologists told the physician that there was a drop in the patient's blood pressure; the physician continued with ablations until 9:16:54 am. At 9:19:04, the physician noted that he saw a pericardial effusion." The patient "lost 2 1/2 times his blood" on the table and ended up having "emergency bypass surgery." The patient then experienced kidney failure. The patient was moved out of the intensive care unit "before he was ready" and 14 hours later was transferred back to ICU. Five days after the procedure, the patient passed away.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that the patient experienced a perforation in the left atrium of the heart. During a cardiac ablation procedure for atrial fibrillation, after mapping with an intellamap orion catheter and while ablating with an intellanav mifi oi large curve catheter, it was realized that the patient had a perforation in the left atrium. The patient was bleeding and underwent emergency surgical repair. The surgery was successful, and the patient was admitted to the intensive care unit in stable condition. It was noted that no resistance had been felt when maneuvering the catheters. Both catheters were disposed of by the hospital.